Event description:
Staff found that some of the sterile foam tipped applicators that come in our sofia influenza flu kits (made by quidel) were discolored yellow. They pulled as many as they could find and they seemed to come from two lot numbers (5457 and 5149). I did call quidel technical support and they have not heard anything or have they lot numbers on their radar. They are sending new swabs and advised not to use them. Packaged by quidel. FDA safety report ID #(B)(4).